Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that after surgery, the shaft of the handle completely comes to bits. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Mfg investigation action was performed. The investigation of the complaint articles has shown that: the investigation of the complained t-handle confirmed that the instrument has been diverged without visible component damage. Afterwards and without any further details it is unfortunately not possible to determine the cause of this event. The investigation regarding manufacturing and raw material documents shows conformity to its specification for the instrument produced in (B)(4) 2011. No failure in material or manufacturing could be detected. Device history records was conducted. The report indicates that the: DHR 03.620.061 - 10nm torque limiting ratchet handle - lot 6743020-92 - (B)(4) avalign technologies-nemcomed manufactured the 10nm torque limiting ratchet handle, p/n 03.620.061, and lot number 6743020 on po #(B)(4) for (B)(4) pieces delivered december 14, 2011. Initially, the part conformed to the supplier¿s certificate of conformance, dated december 12, 2011, and synthes final inspection sheet # (B)(4), revision ¿d¿. The parts were released to the warehouse on january 30, 2012. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.